Event description:
It was reported that the patient was seen in the emergency room after receiving multiple inappropriate shocks due to oversensing, noise and fracture on the right ventricular lead. It was noted that the patient had slipped and fell 48 hours prior to the onset of the oversensing. The pace/sense portion on the lead was capped and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.